Event description:
It was reported that during device change-out for normal eri, the lead could not be removed from the header. The header had to be cut away in order for the lead to be released. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to remove the lead from the header was not confirmed in the laboratory. The device was returned without the setscrews of the lv lead bore. The lead bores were examined using pin gauges and no anomalies were found.